Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with a fracture that led to high pacing impedance. The lead was capped and replaced in a procedure on 07 may 2021. Post-procedure the patient was stable.

Manufacturer narrative:
Correction - h6- should have been fracture instead of break.